Event description:
Enlarged uterus, 14 cm; at level of umbilicus. Uterine manipulator in vagina was very tight fit and would probably need morcellation to remove the uterus. As vagina was exceedingly small, it would be very difficult to even allow parts of fibroid to pass through vagina. Morcellator was placed. We began morcellating. Fibroids were noted to be very firm and difficult to morcellate. Morcellation was quick for first ten minutes and then morcellator began to stall. We were making progress on uterus using other instruments. The machine itself started beeping and having a difficult time working. We opened a new morcellator thinking that there was something wrong with that particular handle. The second morcellator cut very easily, very quickly for approximately five minutes. Half of uterine weight was reduced within that five minutes. Then the instrument started to do the same thing. At that period of time, we called the company and were placed on hold for a long period of time, whether we should open a third instrument since that was the second time that the instrument was doing a pulsing sensation and had lights flashing and refused to proceed. We decided to open a third morcellator. We were able to obtain one strip of uterus with the third morcellator and then it quit as well. We finally did get hold of a representative from ethicon and he stated that he thought that the machine itself was overheating and needed to be cooled. Meanwhile we took sharp scissors and were dissecting the uterus into manageable parts to place in a bag until the machine cooled down. The machine never did cool. We were unable to finish the morcellation. We ended up putting the pieces and parts into bags. No unintentional dissection occurred; no injury to patient, but or time prolonged for patient.======================manufacturer response for morcellator, morcellex device (per site reporter).======================ethicon's complaint analyst has received the information and has entered into their complaint handling database.what was the original intended procedure?robotic assisted laparopscopic hysterectomy, cystoscopy.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.device #4is this a laboratory device or laboratory test?no.